Manufacturer narrative:
UDI: (B)(4). This device was evaluated and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had an air leak, would not rotate, the console had an e6 (overheat warning) code, the hose had a hole and had no function. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the date device returned to manufacturer was documented as june 02, 2019 in the initial report. This has been corrected to may 14, 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.